Manufacturer narrative:
The device was received undeployed. Corrosion was visible through the top housing and on the pcb. The pink slide insert was not visible in the top housing viewing window and the arms of linkage assembly were in a not deployed state. Upon pod opening, the linkage assembly completely retracted and the slide insert moved forward and was held by catch beam. However, the hard cannula was observed to be bent, misaligned and deployed into the bottom housing. The soft cannula nail head was not mounted in the slide insert. Attempts to download the device by activating the fill sensors & hook switch cups failed. By providing external power supply, the data from device was successfully retrieved. The download data showed that the device delivered 47 first prime pulses before being deactivated at 57 pulses. No abnormalities were seen in the data. Voltage of all 3 batteries measured lower than expected. The distal tip of the soft cannula was observed to be damaged and fluid was observed to be leaking from a tear in the distal tip. It was confirmed through leak test that the tear in the distal tip of the soft cannula was the only source of leak. As the needle did not deploy outside the device, the tear in the distal tip of the soft cannula resulted in an internal leak leading to fluid deposition. This fluid deposition inside the pod caused corrosion of internal components: mechanism rails, catch beam & top battery. Due to incorrectly installed chassis sub assembly, formed needle deployed into the bottom housing which resulted in the bend & misalignment of the hard cannula. It also caused the damage & tear to the distal tip of the soft cannula thereby leading to corrosion of internal components.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 277 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.